Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's father reported the customer received "normal" sensor scan results of 6.9 mmol/l and 7.4 mmol/l but felt unwell and reportedly self-treated with insulin (dose/type unknown) and was taken to a hospital where readings of 14.1 mmol/l and 16.2 mmol/l were obtained on the hospital meter. Customer was diagnosed with hyperglycemia, admitted into the hospital, and treated with an unspecified injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's father reported the customer received "normal" sensor scan results of 6.9 mmol/l and 7.4 mmol/l but felt unwell and reportedly self-treated with insulin (dose/type unknown) and was taken to a hospital where readings of 14.1 mmol/l and 16.2 mmol/l were obtained on the hospital meter. Customer was diagnosed with hyperglycemia, admitted into the hospital, and treated with an unspecified injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's father reported the customer received "normal" sensor scan results of 6.9 mmol/l and 7.4 mmol/l but felt unwell and reportedly self-treated with insulin (dose/type unknown) and was taken to a hospital where readings of 14.1 mmol/l and 16.2 mmol/l were obtained on the hospital meter. Customer was diagnosed with hyperglycemia, admitted into the hospital, and treated with an unspecified injection. There was no report of death or permanent injury associated with this event.